Event description:
It was reported that a combination of fast intrinsic ventricular rate and programmed refractory period caused noise reversion pacing prior to episode of vt/vf. Patient arrested; cardioversion successful. Ventricular refractory period reprogrammed and device remained implanted/in use. Subsequent information received reports that device was explanted three years, eight months later, due to battery depletion/system upgrade.

Manufacturer narrative:
Adequate clinical information received on the event. Evaluation summary: normal battery depletion. It was reported that a combination of fast intrinsic ventricular rate and programmed refractory period caused noise reversion pacing prior to episode of vt/vf. Patient arrested; cardioversion successful. Ventricular refractory period reprogrammed and device remained implanted/in use. Subsequent information received reports that device was explanted three years, eight months later, due to battery depletion/system upgrade. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated.